Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. During the index procedure the patient received a full arch de-branch. It was reported that on a follow up CT scan, a possible distal type I endoleak was observed with dilatation of the aneurysm distal to the stent graft, per the physician. An intervention was performed and a valiant 46x46x100 was implanted resolving the endoleak. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of cta¿s from 6 months post-implant revealed that the devices were implanted from high into the ascending thoracic aorta, just distal to the innominate, over the arch and into the descending thoracic. The great vessels appeared to have been de-branched. The proximal stent graft od measured 33 x 36mm. The distal stent graft od measured 40mm, and distal the stent graft the flow lumen diameter was 49mm. There was a likely distal type I endoleak observed due to lack of stent graft radial apposition to the aorta. The length from the distal stent graft to the celiac artery was noted on the film report to be 80mm and the thoracic diameter proximal to the celiac was 38.6mm. The exact cause of the lack of distal sealing leading to the distal type I endoleak is uncertain. Earlier follow-up images were not provided. It is likely that disease progression (aortic dilatation) contributed to this event.

Manufacturer narrative:
(B)(4).